Manufacturer narrative:
(B)(4). A photograph was received for sample evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection on the pictures received cannot confirm the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor underinfused. The reporter stated that at the end of the expected therapy time of 7 days, there was "a small volume of drug" remaining in the bladder. The device had been filled with fluorouracil in sodium chloride solution. There was no patient injury or medical intervention associated with this event. No additional information is available.